Event description:
A customer reported their x8-2t transducer had a cut in the sheath that allowed fluid to ingress. This probe is associated with the epiq 7c ultrasound system. The issue was found outside of patient use, and there was no patient or user harm. The service engineer evaluated the transducer to confirm the reported problem and replaced the transducer to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.